Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 8 months post implant of this 32 mm mitral annuloplasty band, the band was explanted and replaced with a 31 mm mitral bioprosthetic heart valve. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information indicating the reason for replacement was due to endocarditis. Large vegetations complicated by septic cerebral embolization were identified pre-operatively. Cultures confirmed (B)(6). If information is provided in the future, a supplemental report will be issued.